Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was had leaks in their reservoir for the past month. It was found the customer had changed out their infusion set and a no delivery alarm occurred. The customer's blood glucose at the time of the call was 485 mg/dl. Customer treated their blood glucose with a bolus delivery. Troubleshooting for the reservoir leak found insulin was present in the reservoir compartment and the leak was past the second o ring. Customer was advised to change out their reservoir .the customer also reported being hospitalized for high blood glucose on (B)(6) 2014. Customer's blood glucose at the time of hospitalization was over 600 mg/dl. It was found the customer was feeling nauseous with aches prior to being hospitalized. It was also found the customer's no delivery alarm was attributed to a low reservoir alarm. Customer will be returning their reservoir and changing out their infusion set. No additional information provided.